Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, while dressing and assembling the air pen drive device motor and testing it, the device failed to stop. After the lever was operated and released, the motor remained stuck and continued to run. The doctor expressed dissatisfaction due to extremely loud noise and because the device was unsafe for performing the surgery. No delays occurred. The team stopped the motor by opening and closing the nitrogen bullet. The procedure was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.